Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9266 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microbore tri-fuse extension set connector cracked and broke. The following information was provided by the initial reporter: we have had another xxxx filed on the trifuse extension sets braking. Please review below when disconnecting trifuse noted that connector piece was cracked and completely broke off when removed. What disconnecting to d/c cvc so no issue arose with medications or fluids. No lot # know due to product handing for 4 days prior.